Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot or relabeled lot. The investigation determined the reported failure to advance and difficult to remove appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed, de novo lesion in the mildly tortuous right coronary artery. A 3.5x15mm trek rx balloon dilatation catheter (bdc), met resistance with the anatomy during advancement and was unable to cross the lesion. The device was removed with some resistance noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.